Manufacturer narrative:
Evaluation code, results: migration and endoleak; evaluation code, conclusion: moderate aortic neck angulation, 45 degrees. Other, secondary intervention.

Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant and the time of the event are unk. The initial implantation of the stent graft was done in another state and the pt had no follow up for 5 years. It was reported approx 60 month post stent graft implantation the CT revealed that the stent graft had migrated with evidence of a type I endoleak. (Mdr2953200-2008-01069) the films for this case have been reviewed by a consultant physician. It was reported that there was some aortic neck angulation, 45 degrees and three aortic cuffs were placed. The placement of the cuff was successful. The physician was informed three weeks later, the pt went into renal failure. It was reported that a CT scan obtained showed one of the cuffs migrated proximally over one of the renals. The pt was reported to be fine, and no add'l clinical sequelae have been reported.